Event description:
The pump was programmed in the outpatient clinic to deliver an unspecified concentration of rituxan, at a rate of 400ml/hr, and a volume to be infused (vtbi) or 700ml. After 3 hours, the bag was expected to be empty; however, the nurse noted that, "only 200ml had gone in." There were no reported audible alarms. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact stated the patient, "stayed longer" in order to receive the remaining medication. There were no reported adverse patient effects. The customer contact reported that after the pump was removed from clinical service, it was inadvertently put back into clinical use without any reported events. The pump was then removed from clinical service.